Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction: describe event or problem, FDA notified, report source other. Additional information: report source, device eval by manufacturer?, reason code for no evaluation, if other specify, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that a bag of 45 mmol of sodium phosphate was programmed to infuse at 12.5ml/hr for a total on 100ml at 0208 on (B)(6)2023 via interoperability programming. However there was an air-in-line alarm one hour later indicating the bag was empty. There was patient involvement but no harm. A copy of the customers medwatch was received from the maude database which states "rn (registered nurse) ordered a sodium phosphorus bolus on @0926. Upon pharmacy review, it appeared the previous bolus (45mmol @0208) should have still been running. Pharmacist called dayshift rn who said no bag of sodium phos. Was hanging and the repeat level was low. Pharmacist reached out to medsafety pharmacist who pulled a report and came to the conclusion the infusion was programmed correctly and it was set for auto-program. However, there was "air in line" alarm after about an hour, indicating the bag was empty. Pharmacy re-bolused patient based on current lab information of low blood level. Rn had pump taken out of service and sent to in-house biomed for evaluation."

Event description:
It was reported that a bag of 45 mmol of sodium phosphate was programmed to infuse at 12.5ml/hr for a total on 100ml at 0208 on (B)(6) 2023 via interoperability programming. However there was an air-in-line alarm one hour later indicating the bag was empty. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.